Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging an unusual issue with their onetouch verio iq meter. The reporter stated that a message reading "not enough blood" was displayed on their meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.